Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during use of the 20/30 indeflator for preparation of an unspecified balloon dilatation catheter (bdc) outside the patient's anatomy, the needle of the gauge did not move when negative pressure was applied. The needle also did not move when positive pressure was applied gradually. The indeflator was not used for the procedure. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 20/30 indeflator was used to successfully complete the procedure. There was no additional information provided.